Event description:
On (B) (6) 2010, the pt reported that yesterday, he had elevated blood glucose readings in the high 200's mg/dl which is unusual for him. He stated his readings eventually returned to his target range and he woke up this morning with a reading of 78 mg/dl. He stated his insulin infusion device battery had been in use since (B) (6) 2009. He was advised to change the battery every 4 weeks. He said, he noticed air bubbles in the tubing today and thought this was the cause of his elevated readings. The pt did not require assistance from a healthcare professional or second part to address the issue. The infusion set was requested to be returned for evaluation.